Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. The article was written by nydick, jason a.; greenberg, scott m.; stone, jeffrey d.; williams, bailee; polikandriotis, john a.; and hess, alfred v.

Event description:
It is reported that the patient was revised due to postoperative wrist flexion contracture.